Event description:
The report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and multiple codman coils (presidio 18x46, presidio 17x50, presidio 16x47, micrusphere 15x26, micrusphere 13x22.6, presidio 13x43, micrusphere 12x27.9, orbit complex 9x15(total 2), orbit complex 7x13, orbit complex 6x9(total 3), orbit complex 6x15, deltapaq 5x10/lot numbers were all unknown) and other non-codman coils of the internal carotid artery bifurcation aneurysm, and a year after the index procedure, digital subtraction angiography revealed an asymptomatic recanalization of the aneurysm. Action taken was a superficial temporal artery-middle cerebral artery bypass surgery. The parent artery was also occluded. After the procedure, angiographic appearances were satisfactory and there was no issues noted. The event outcome as of three months post treatment was resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The patient's medical history consisted of dyslipidemia and hypertension. The unruptured saccular aneurysm neck was 8.3mm, and the neck to sac ratio was 8.3mm:17.5mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.0mm. Mrs before the procedure on (B)(6) 2010 was 0, on (B)(6) 2010 was 0, on (B)(6) 2011 was 0. The act was 137 seconds pre anticoagulation and 289 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of the 1-year follow-up (on (B)(6) 2011), the aneurysm neck was 8.3mm, and the neck to sac ratio was 8.3mm:17.5mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.0mm. Mrs was 0. The occlusion rate of aneurysm was 70%. Antiplatelet therapy included aspirin 100mg/day: 2010-(B)(6)~2011-(B)(6), clopidogrel sulfate 75mg/day:2010-(B)(6)~2012-(B)(6), cilostazol 200mg/day:2010-(B)(6)~2010-(B)(6), heparin5,000u was administered intra-procedurally. Prior to implanting the vrd, launcher (medtronic), prowler select plus (mc) microcatheter (606-s255fx/lot# unknown), chikai (gw) guidewire (asahi intecc) were utilized. Other devices utilized during the procedure were, excelsior 1018 mc, chikai 14 gw (asahi intecc), gdc coils (stryker x5), presidio 18x46 coil, presidio 17x50 coil, presidio 16x47 coil, micrusphere 15x26 coil, micrusphere 13x22.6 coil, presidio 13x43 coil, micrusphere 12x29.7 coil, orbit complex 9x15 coil (x2), orbit complex 7x13 coil, orbit complex 6x9 coil (x3), orbit complex 6x15 coil, and deltapaq 5x10 coil with unknown lot numbers. No further information is available and procedural images are not available. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00614, 2954740-2012-00615, 2954740-2012-00616, 2954740-2012-00617, 2954740-2012-00618, 2954740-2012-00619, 2954740-2012-00620, 1058196-2012-00285, 1058196-2012-00286, 1058196-2012-00287, 1058196-2012-00288, and 2954740-2012-00621. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The physician has identified an aneurysm growth of the embolized vessel. Action taken was an affected area of bypass surgery. This update will be officially written on the pms report. We have not yet got the confirmation if the growth has developed from the recanalization, or also if it was related. They will be confirmed after the interview. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00614, 2954740-2012-00615, 2954740-2012-00616, 2954740-2012-00617, 2954740-2012-00618, 2954740-2012-00619, 2954740-2012-00620, 1058196-2012-00285, 1058196-2012-00286, 1058196-2012-00287, 1058196-2012-00288, and 2954740-2012-00621.

Manufacturer narrative:
The report from the japan enterprise post market clinical study indicated that a year after an enterprise vrd (enc452812/01422404) assisted coil embolization with multiple codman coils [presidio 18x46, presidio 17x50, presidio 16x47, micrusphere 15x26, micrusphere 13x22.6, presidio 13x43, micrusphere 12x27.9, orbit complex 9x15(total 2), orbit complex 7x13, orbit complex 6x9(total 3), orbit complex 6x15, deltapaq 5x10- all unknown lot numbers] and other non-codman coils digital subtraction angiography revealed an asymptomatic recanalization of 70% of the internal carotid artery bifurcation aneurysm from post index procedure of 95%. Action taken was a superficial temporal artery-middle cerebral artery bypass surgery. Additional event was reported with unknown date indicating that aneurysm growth of the embolized vessel was noted. Action taken was affected area of bypass surgery. This update will be officially written on the pms report. No confirmation if the growth has developed from the recanalization, or also if it was related, and no further information was provided. The parent artery was also occluded. After the procedure, angiographic appearances were satisfactory and there was no issues noted. The event outcome as of three months post treatment was resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient¿s medical history consisted of dyslipidemia and hypertension. At index procedure the unruptured saccular aneurysm neck was 8.3mm, and the neck to sac ratio was 8.3mm:17.5mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.0mm. Heparin 5,000u was administered intra-procedurally. The act was 137 seconds pre anticoagulation and 289 seconds post anticoagulation. The modified rankin scale (mrs) score pre-procedure, one week post procedure, and one month post procedure was 0. Antiplatelet therapy included daily aspirin 100mg for approximately six months beginning three days pre-procedure, daily clopidogrel sulfate 75mg for 14 months post index procedure. Cilostazol 200mg/day was administered beginning index procedure day for one week. The lot numbers of the implanted coils are not known; therefore, a device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include large aneurysm size, neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures can be required to achieve the desired occlusion of some aneurysms. There is no indication of any device manufacturing issues related to the event with vessel/aneurysm characteristics likely contributing. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00614, 2954740-2012-00615, 2954740-2012-00616, 2954740-2012-00617, 2954740-2012-00618, 2954740-2012-00619, 2954740-2012-00620, 1058196-2012-00285, 1058196-2012-00286, 1058196-2012-00287, 1058196-2012-00288, and 2954740-2012-00621.

Manufacturer narrative:
The report from the (B)(6) post market clinical study indicated that a year after an enterprise vrd (B)(4) assisted coil embolization with multiple codman coils [presidio 18x46, presidio 17x50, presidio 16x47, micrusphere 15x26, micrusphere 13x22.6, presidio 13x43, micrusphere 12x27.9, orbit complex 9x15 (total 2), orbit complex 7x13, orbit complex 6x9(total 3), orbit complex 6x15, deltapaq 5x10- all unknown lot numbers] and other non-codman coils digital subtraction angiography revealed an asymptomatic recanalization of 70% of the internal carotid artery bifurcation aneurysm from post index procedure of 95%. Action taken was a superficial temporal artery-middle cerebral artery bypass surgery. The parent artery was also occluded. After the procedure, angiographic appearances were satisfactory and there was no issues noted. The event outcome as of three months post treatment was resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient's medical history consisted of dyslipidemia and hypertension. At index procedure the unruptured saccular aneurysm neck was 8.3mm, and the neck to sac ratio was 8.3mm:17.5mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.0mm. Heparin 5,000u was administered intra-procedurally. The act was 137 seconds pre anticoagulation and 289 seconds post anticoagulation. The modified rankin scale (mrs) score pre-procedure, one week post procedure, and one month post procedure was 0. Antiplatelet therapy included daily aspirin 100mg for approximately six months beginning three days pre-procedure, daily clopidogrel sulfate 75mg for 14 months post index procedure. Cilostazol 200mg/day was administered beginning index procedure day for one week. The lot numbers of the implanted coils are not known; therefore, a device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include large aneurysm size, neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures can be required to achieve the desired occlusion of some aneurysms. There is no indication of any device manufacturing issues related to the event with vessel/aneurysm characteristics likely contributing. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00614, 2954740-2012-00615, 2954740-2012-00616, 2954740-2012-00617, 2954740-2012-00618, 2954740-2012-00619, 2954740-2012-00620, 1058196-2012-00285, 1058196-2012-00286, 1058196-2012-00287, 1058196-2012-00288, and 2954740-2012-00621.